Event description:
It was reported the device was used during an oopherectomy. It was reported the cartridge in the instrument did not fire completely. It was reloaded and worked fine. There was no consequence to the pt.